Event description:
It was reported the pt (australia) initially felt pain at the ipg site during charging when she was implanted. The pt stated she no longer experiences the pain when charging. However, she reported she now feels an uncomfortable "drawing" sensation at the pocket site when she charges. The pt verified the sensation is not a burning or heating sensation but instead feels like an increase in energy through the ipg towards the skin. It was reported the discomfort occasionally lasts up to two hours after charging. The pt reported she limits her recharging to 15 minute intervals twice per week. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.